Event description:
It was reported that bd maxzero extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that leakage around the sealed circular filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Mz9294/ 24039293. It was reported that bd maxzero extension set was leaking. Incorrect material number submitted.

Manufacturer narrative:
MDR was submitted with incorrect material number. Material number updated in b and d tab. One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water and a leak was seen coming from the filter vent. Fluid would not flow through the entire set. Visual inspection under the microscope showed signs of excess solvent at the male luer. The customer complaint was verified and a quality notification was sent to the manufacturer. Occlusion between tubing and male luer could be related to excess of solvent due to an incorrect solvent application by the assembler for not follow correctly the work instructions or issues with the solvent dispenser. No additional actions were taken since reported sku was deactivated in hermosillo site, tj site will reactive production of this sku. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.